Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed one controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 17:41:03, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat652526 was connected to power port one with 52% relative state of charge (rsoc) and bat652514 was connected to power port two with 57% rsoc. The data point recorded after the loss of power revealed that bat652514 was connected to power port one and bat652526 was connected to power port two. The controller was without power for seven seconds. No anomalies were observed leading up to the loss of power. A sudden increase in power consumption and estimated flow was logged following the controller power up event. One high watt alarm was logged on (B)(6) 2021 at 17:41:13. Information received from the site indicated that the patient experienced red urine and a transthoracic (tte) echocardiogram revealed a left ventricular thrombus; the patient was treated with thrombolytic medication. As a result, the reported loss of power and high power events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the controller loss of power event can be attributed to a disconnection of both power sources from the controller, as described in the event details. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the vad instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device eval. By MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 14-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally disconnected both power sources from their controller, which led to a ventricular assist device (vad) stop. Once the vad restarted, it had ingested some material and exhibited above normal power consumption. The patient then experienced red urine and was given a transthoracic (tte) echocardiogram, which revealed a left ventricular thrombus. The patient was seen to be compliant with their anticoagulation therapy, and was given thrombolytic medication for the thrombus. It was noted that the controller also exhibited an unexpected power loss. Both the vad and controller remain in use. No further patient complications have been reported as a result of this event.